Event description:
The customer called into philips to report the battery does not charge. There was no reported adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. J2 pin 1 and pin 2 were found to be permanently compressed and bent.